Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 22-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (0.5 mg at 1.00122 mg/day) and bupivacaine (7.1 mg at 14.21729 mg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 the patient stayed in patient a second night following initial pump and catheter implant secondary to a severe positional headache.  The patient was started on fioricet.  The onset of the headache one day post implant on (B)(6) 2021.  On (B)(6) 2021 the patient reported persistent headaches that were worse with ambulation and light sensations.  The patient was encouraged to increase caffeine and fluid intake.  On (B)(6) 2021 the patient reported the headache had resolved.  The event resolved without sequelae on (B)(6) 2021.  The clinical diagnosis was positional headache.  The event required in-patient hospitalization.  The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related.  The event was related to surgery/anesthesia.